Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain") and fatigue ("fatigue"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dysmenorrhoea, female sexual dysfunction, abdominal pain and fatigue had resolved. The reporter considered abdominal pain, dysmenorrhoea, fatigue, female sexual dysfunction and pelvic pain to be related to essure. The reporter commented: she received treatment for pain-dysmenorrhea (cramping), apareunia, pelvic/abdominal, other injuries/symptoms- fatigue. Discrepancy noted in insertion date (B)(6) 2009 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: new pfs received- event ¿ injury¿ replaced with new events pain- dysmenorrhea (cramping), apareunia, pelvic/abdominal, other injuries/symptoms- fatigue. Outcome of events pain, other from unknown to recovered/resolved were updated. Reporters information and lab data were added. Product indication was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.